Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with an unspecified drug (intraperitoneally [into dianeal], dose and frequency not reported). On an unreported date, dianeal therapy was discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.